Event description:
It was reported that the pt fell on a wet floor at the grocery store. At the time of the fall, the device was turned off. The pt turned on the device in order to get up from the fall and was unable to decrease the stimulation once it was turned on due to the programmer becoming wet from the fall. The pt was admitted to the hosp as the pt was unable to turn down the stimulation that had become too high and painful to tolerate. The MFR's rep came to the hosp and was able to turn down the stimulation. The pt has exchanged the programmer and recovered without sequela.